Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No battery alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip. No cracked display window was noted.

Event description:
The customer reported via phone call indicating that the insulin pump had a battery out limit and blank display anomaly. Customer's blood glucose was 137 mg/dl. The troubleshooting was performed on the battery out limit. The customer was advised that we will sent a replacement battery cap. Customer was advised to monitor the insulin pump. The troubleshooting for blank display was performed. Customer was advised to discontinue use of the device and revert to back up plan. The customer was advised that the device will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.